Event description:
Boston scientific received information that during a routine follow up this implantable cardioverter defibrillator (ICD) revealed that a shock had been delivered to the patient upon review of a stored electrogram (egm). It was evident that the rhythm that precipitated the shock was rapidly conducted atrial fibrillation (af). The monitor only zone was deactivated in the device with a 2 zone configuration programmed to reduce the chance of further inappropriate therapy. It was noted that the rhythm was originally detected in vt-1 zone before accelerating into vt zone. The shock did revert the atrial fibrillation (af) and the patient felt better after receiving therapy. No additional adverse patient effects were reported. Remains in service and the device was reprogrammed.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.